Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient claims mesh "broke loose" several years ago resulting in baseball-sized recurrent hernia. Doctor says mesh has folded up causing recurrence.